Manufacturer narrative:
Date of event: unknown. This report is for two (2) unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown date in (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a non-union of the tibia. The original implant was (B)(6) 2017. The nail was intact but two screws were broken. The shafts remain in the bone. The devices were removed without difficulty. The patient was revised to another nail and four screws. The surgery was successfully completed with no delay. No medical intervention was necessary. The patient was stable following surgery. Concomitant device: tibial nail (part/lot unknown, quantity 1). This report is for two (2) unknown distal locking screws. This is report 1 of 1 for (B)(4).